Manufacturer narrative:
Patient sex and weight are not available for reporting. Date patient pain began is not known. The 510k: this report is for an unknown distal radius plate. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was initially implanted with a distal radius plate on unknown date for unknown reason. It is unknown if patient was implanted with any other devices. Patient reported pain and that patient could feel the plate on unknown date. It is unknown if any x-rays were taken. Patient was returned to surgery on (B)(6) 2017 for total hardware removal. It is unknown if the plate was removed intact or if there were any physical damages to the plate. It is also unknown if the plate was easily removed, if any medical intervention was required, if there was any surgical delay, or if surgery was successfully completed. Surgeon stated that the patient had healed. Therefore, patient was not revised to any other hardware. Patient status/outcome is unknown. This report is for one (1) distal radius plate. This is report 1 of 1 for (B)(4).